Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No further information was reported. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an image problem with the device. The image does not appear. There is no image coming through. There is only a black screen when it is plugged in. This event occurred during preparation for use. The device was swapped out with a similar device for the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU). The DHR review did not find any anomalies or abnormalities identified in production. The IFU contains the following statements: ¿- do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ the device evaluation confirmed the complaint due to faulty ccd unit. Kinks and shortness of the cable caused intermittent horizontal streaks on the image. The root cause could not be identified. A probable cause includes unexpected stress due to user handling resulting in the failure of the ccd or cable unit, which further results in the absence of images.